Event description:
Code displayed on the device did not match the code number printed on the code key. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.